Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Failure analysis received the sureform 60 stapler instrument involved with this event. The instrument passed all tests and was found to be fully functional. No product issue was found. Three sureform 60 blue reloads were received along with the sureform 60 stapler instrument involved with this event: two of the sureform 60 blue reload were received with no abnormalities. The other sureform 60 blue reload was received with deformed, lodged staples found in the knife groove. The reload knife was indented.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the blue sureform 60 reload or sureform 60 stapler instrument for failure analysis evaluation. The stapler logs show the sureform 60 stapler instrument was installed on the system 9 times and fired 9 reloads. On each install, all clamp attempts were successful, and the firings were each completed with no pauses for compression. The instrument was then removed and not used again in the procedure. A video provided by the customer of the event was reviewed. At around 42 seconds into the video, the tissue is being pushed out and there is also some bleeding from the staple line. .

Event description:
It was reported that during a da vinci assisted esophagectomy procedure, the sureform 60 stapler instrument fired a blue sureform 60 reload and the target tissue was pushed and not properly stapled or cut. The event occurred during the stapler instrument's second reload fire of the procedure and while the surgeon was continuing a longitudinal staple line to form the gastric tube for the esophagectomy. The target tissue was the stomach. The surgeon had to suture the stomach tissue as it was torn after the event occurred. The patient lost 100cc's of blood due to this event and this bleeding was reported to not be normal for this procedure. No blood transfusions were administered. No unplanned tissue removal was performed due to this event. The same sureform 60 stapler instrument was cleaned and then used to continue the procedure. No other issues were reported. This event caused a 45-minute delay; however, the procedure was completed robotically.